Manufacturer narrative:
No patient information provided as no patient was involved in this event.event problem and evaluation: on 28-oct-2016, a medtronic representative went to the site to test the equipment. Replacing the din rail mobile view station (mvs) resolved the reported issue. The imaging system was found to be fully functional.

Event description:
A medtronic representative reported that there was no line power on the imaging system. Trying a different power outlet did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The din rail assembly was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned fuses found that the reported event was related to an electrical issue. Two returned fuses were found to have an electrical open and were blown. The reported event was confirmed.